Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose level was "high"; specific value not provided. Customer administered a correction bolus via the pump to address bg.